Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The distal part of the valve had ruptured however, it was not punctured. Therefore, the valve was removed and replaced on (B)(6) 2024 due to suspicion of obstruction.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR): the product code 823842 with lot cjmbnn, sn (B)(6), conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was on setting 170 mmh2o. The valve was visually inspected, the silicone housing around the siphon guard was cut/torn. The ventricular connector was broken. The valve failed the test for programming. The valve could not be flushed, leak and reflux as the siphon guard was broken and the needle guard was missing. The pressure test could not be performed because the device cannot be programmed and the needle guard missing. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the rotating construct, and on the arm assembly. Root cause analysis: the root cause for cut/tear in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause for the programming issue is due to biological debris and protein build up interfering with the device. The root cause for the issue reported by the customer is due to biological debris and protein build up interfering with the device.

Event description:
N/a.